Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Investigations of complaints with similar circumstances were reviewed. Neurological events are a known potential complication associated with lvad support and are multifactorial in etiology. Based on the limited information available there is no evidence that a device malfunction was associated with this event but root cause could not be determined. No additional information will be forthcoming. Device not returned.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Event description:
Post-operatively, the patient is reported to have experienced visual disturbances. This was described as seeing weird pictures but not what was actually occurring in front of him. Details regarding the patient's medications at the time of the event or the results of any diagnostic testing were not provided. Details regarding any treatments provided, if any, were not reported. The patient's neurological deficit is ongoing.